Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Customer reported that he cardiosave intra-aortic balloon pump (iabp gave an an audible alarm in the system that read "system temperature".

Event description:
Customer reported that during use, the cardiosave intra-aortic balloon pump (iabp gave an an audible alarm in the system that read "system temperature."

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. After reviewing event and fault logs, fse did not find any temperature errors or faults. Fse connected the system trainer and could not duplicate any alarms. I performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.